Manufacturer narrative:
Other, other text: returned device was received in decent physical condition but it was noted that there was a piece broken off the ear clip. No evidence of reported problem in event log was found. During the evaluation of the device, the broken ear clip was found to be the reported issue. The ear clip will be replaced as well as both plunger cases, and the bottom case. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump had a broken syringe tab. There were no patients present at the time of the event. There were no reported adverse events.